Manufacturer narrative:
A visual examination of the device returned revealed that the device had been used, and the sheath was no longer being held properly in place by the handle heat shrink. The thumb ring had deformation marks indicating the alliance device had been used on the handle. When the handle is moved, the basket does not deploy; however, the device was manipulated to extend the basket. It was found that the detachable tip was not attached to the distal end of the basket wire and was not returned. The root cause of the failure is unk. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints related to the product family was conducted; no add'l complaints have been recorded for this lot. The april 2007, 15 month lithotripter basket complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit.

Event description:
It was reported to boston scientific corporation in 2007 that during an endoscopic retrograde cholangiopancreatography with lithotripsy using a trapezoid rx lithotripter (pt age and gender unk), the "tip did not and would not pop off" after capturing a stone. The physician "released the stone, positioned the basket above the stone and then removed the basket". The procedure was completed successfully with a different device. The pt's condition was reported as "fine".